Event description:
It was reported that out of range issues intermittently occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the cartridge may have experienced a blockage. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.